Event description:
It was reported that during an unknown procedure, the device jammed on an unknown firing. Another device was used to complete the procedure. There was no adverse consequence to the patient. There is no additional information available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.